Manufacturer narrative:
Updated section b5 with the statement "although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." For set-tbd.

Event description:
The following has been reported: biomed reported: patient reported incident. IV pump was begun at 1327 for labor induction with an oxytocin infusion. Oxytocin was titrated up to obtain labor until 1740. Pump displayed green light and correct infusion status. No error displayed. Rn then observed that bag of oxytocin was not visually decreasing over this time period. Rn stopped infusion and disconnected from patient. Rn disconnected tubing from pump and reinserted. Pump began infusing for the first time. Oxytocin had been titrated up to 10 prior to infusing into patient. Pump was reprogrammed to begin infusion at 4 since it did not seem patient had received any of the medication at this point. Due to this error with pump function patient's labor induction was delayed by approximately 4 hours. Issue: infusion completed and delivered short of entered amount: technician testing: tapped line set to get the air bubbles out. Unit to dispense 20 ml, delivered 8 ml. At end of infusion. Cartridge error alerted. This being a different cartridge than the one used on the unit floor. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer.".

Event description:
The following has been reported: biomed reported problem with pump set misload error. I've changed cassettes, cleaned the cassette holders and reloaded the cassettes a few times but am getting the same error messages. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Leak in ipc was traced to the adhesive potting surrounding the ipc barb. Possible interaction with neighboring adhesive which bonds ipc tubing to barb. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.